Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer's blood glucose levels were slightly elevated.